Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia and the blood glucose value was 400 mg/dl at the time of the event. The customer reported that the pump was turned on but the pump had not delivered the insulin and it was reported that the pump was exposed to an MRI scan. The customer reported a keypad anomaly. Customer used manual injections to treat the event. It was reported that the pump battery was depleted causing the pump to shut down. Troubleshooting was not performed and it was unknown whether the customer used the insulin pump system within 48 hours of the reported high blood glucose event or not. It was unknown whether the auto mode feature was active at the time of the event or not. No further patient complications were reported. It was unknown whether the customer would continue or discontinue to use of the device; however, the device will not be returned for analysis.

Manufacturer narrative:
Unit was received with battery cap and found no anomalies on battery cap. Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Keypad overlay was responsive during testing. Unit was successfully download using thump for history files and trace files. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. Replace battery alert occurred on (B)(6) 2024 18:40) and replace battery now alarm (B)(6)2024 18:49) and power loss alarm (B)(6)2024 19:03) in history files and were expected. No no delivery alarms were found in history files and traces. Pump was cut open to perform visual inspection and found¿evidence of moisture damage¿on the electronic stack. The following were noted during visual inspection: scratched case, cracked keypad overlay, cracked case (battery tube), peeling serial label. P-cap was attached and locked into place properly. Keypad unresponsive is not confirmed and was responsive during testing. Charge/battery lasts less than expected is not confirmed. Exposed to magnetic field is not confirmed. No delivery alarm is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.